Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the broken jaw retrieved from the patient? Yes was there any changed to the patients routine post-op care? No is the broken jaw being returned with the device? Unsure, or, was the broken jaw discarded? Unsure, will have device in my possession in a few days.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the surgeon was using the device when the upper jaw broke off into the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.